Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The pt presented with chest pain. The physician attempted to direct stent the lesion with a 2.25x24mm express2 stent but experience difficulty crossing the lesion due to "recoil of vessel." The physician attempted to advance the delivery system by using a dottering technique. The device kinked just past the hub. The stent delivery system was removed from the pt and when they attempted to straighten it, the catheter broke. The physician then used a 2.5x15mm maverick balloon to predilate and placed a 2.5x24mm taxus express2 stent to successfully complete the procedure. No pt complications occurred. Pt status is satisfactory.